Event description:
Boston scientific crm rec'd information from FDA that the pt with this implantable cardioverter defibrillator (ICD) became unresponsive during a ventricular tachycardia episode, which resulted in a decrease in blood pressure (80/50), nausea, and diaphoresis. This episode lasted for 1 minute. It was reported that the pt subsequently had a pacemaker implanted. To date, there have been no direct allegations of device involvement with the pt's episode. This device had been in service for approximately 5 years.

Manufacturer narrative:
H6: not returned. Event conclusion: as neither the serial number nor the pt's name were provided to boston scientific crm, a resolution to this clinical event cannot be obtained. Should any additional info related to this event become available, this event will be updated.